Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR medwatch # 2916596-2018-01388. This report is being submitted as additional information. The serial number of the device was requested but was not provided, therefore the manufacture date, device unique identifier (UDI) are unknown the reported event of the patient experiencing a no external power alarm while using the mpu was confirmed via the provided log file. A no external power alarm was observed on (B)(6) 2018 at 9:04, accompanied by a low battery hazard. The white and black power cables were flagged as being disconnected, indicating a true disconnection. The alarm cleared once the mpu was reconnected to power at 10:21. The emergency backup battery operated the pump at appropriate speeds and voltages during this event. No further issues related to no external power alarms have been reported. As no product was returned for analysis, and as the serial number of the mpu was not reported ¿ thus making it unknown whether or not the unit was shipped with a vlock mechanism ¿ the root cause of the reported event was unable to be conclusively determined through this analysis.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. A log file was reviewed by the technical service representative and the analysis confirmed that a no external power event which maybe caused from the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. During this event the controllers internal battery supplied power to the pump as designed. The patient did not have the mpu while in clinic and the serial number of the unit is not known. The patient is currently at home. No additional information was provided.